Manufacturer narrative:
Investigation summary: investigation into this event determined that performing routine maintenance, running fresh qc fluids and recalibration did not resolve the issue. Field service investigated, and replaced the drd pump and the well wash aspiration valve, and made other adjustments. The luminometer was also calibrated. Service actions have restored the analyzer to expected operation. The root cause of the event is instrument related.

Event description:
A customer observed false negative anti-hbc qc and pt results on the ec1 analyzer. No incorrect results were reported. False negative results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.